Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor pcb, intelligent shutdown pcb (isd) and the cable from the ups to the isd pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.